Event description:
A customer reported 4241 (2000 only) hybrid arm y-axis home detection failure on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp) and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported error by reviewing the error log. The fse powered off and on the analyzer and found the hybrid arm binding in y axis at incubator out position. The fse cleaned and lubricated the y axis slide, roller bearings and rotor bearings. The fse also checked alignments for cup incubator and ran cup transfer evaluation macro. The fse validated the analyzer by running quality control with results within acceptable range. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 80267103. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4241] hybrid arm y-axis home detection failure cause : the home sensor failed to activate after the hybrid arm y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was due to a lubrication problem on the hybrid arm assembly.